Event description:
Caller reports this inform base has melted plastic on the bottom. No adverse event reported. A request was made for the return of the device, replacement was sent.

Event description:
On (B)(6) 2010 covidien was informed of a customer who had an issue with a heparin prefilled syringe. As reported to covidien by another manufacturer, the attorney alleges that on (B)(6) 2008, the patient received covidien heparin therapy. On (B)(6) 2008, the patient was seen by his doctor for two day history of rlq abdominal pain, nausea, vomiting, diarrhea and fever. The attorney further alleges that the patient was taken to the ER where he was admitted and taken to the operating room the same evening for an acute perforated appendicitis. After surgery the patient continued to complain of abdominal pain, nausea, and vomiting for which he returned to surgery resulting in lysis of adhesion, drainage of intra-abdominal abscess and central venous catheter placement to begin tpn. The centra line required heparin flushes. The patient continued to have episodes of abdominal pain and emesis. Cultures were positive for bacteroides and e coli. Antibiotics and anti-emetics were administered. The patient was transferred to another hospital and ultimately rehab before going home with a PICC line for tpn and antibiotics. The IV line required heparin flushes supplied by covidien.